Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation, as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during irrigation and aspiration, after implantation of the intraocular lens (iol), a scratch had been observed outside of the base between its haptic and optic. The iol remains implanted because there were no scratches on the optic center and the location of the scratches does not affect visual function. There was no patient injury and no further details were provided.